Manufacturer narrative:
The product was not returned for analysis. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at (B)(4) limited and was determined to be acceptable. Please note that the uf/importer report number is (B)(4). Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
During an angiogram of the tibial artery, the tip of an atw guidewire sheared off. The fractured piece was recovered with a snare and there was no further incident. There were no anomalies noted on the product prior to use. The product prepped without any difficulties. The lesion had 60-70% moderate diffused stenosis. The right tibial posterior tibial target lesion was accessed via the right femoral artery. After advancing a 0.035 quick cross catheter and 0.035 guidewire to the mid right posterior tibial artery, the 0.035 wire was exchanged for the 0.014 atw. After the 0.035 quick-cross catheter was then exchanged for a 0.014 quick-cross, attempts to remove the atw resulted in wire fracture due to bending and kinking in the tip of the wire. Therefore, a 0.035 quick-cross catheter was advanced into the right posterior tibial artery and a snare was then used to withdraw the separated atw wire tip through the 0.035 quick-cross. A new 0.014 atw and quick-cross were used followed by angioplasty of the right posterior tibial lesion. The procedure was successfully completed without any further complications. The product was not returned as per hospital policy to retain all failed devices, however, the product was analyzed in situ by cordis. The fractured atw guidewire was provided in a clear plastic bag. Both the proximal main section of the guidewire and the short distal tip section were in the bag, and the snare assumed used to retrieve the distal section was in a plastic bag. The product had not been decontaminated. No viewing magnification was available at the risk manager area, so a cordis microscope was used. There was no indication during the discussion that the hospital assumed that the guidewire was defective, but rather simply that it separated during use in a procedure, and a visual review was the only option for analysis. Since the product had not been decontaminated, the guidewire was viewed through the plastic wire, which was adequate. The fracture was in the flattened "ribbon" area of the corewire (the inner wire) of the guidewire, near the proximal end of the ribbon, approximately 1 to 2 cm from the distal end of the guidewire. Except for the fracture, the guidewire exhibited no remarkable appearance. There was no indication of rotation (twisting) of the guidewire. There was no indication of bending near the fracture site. It can be concluded that the tip became trapped in the vasculature and that the force required to remove the guidewire exceeded the tensile strength of the corewire. The ribbon section of the corewire is the smallest diameter of the atw corewire, and would be the expected failure point in tension. There was no indication of any defect in the corewire. The surrounding radiopaque coilwire, which is intended to surround the thin distal section of the corewire, was unraveled, and was also fractured. The coilwire tensile strength is less than the corewire tensile strength, and hence would be expected to fracture after elongation, if the tip were trapped in the vasculature. It appeared that all sections of the guidewire were retrieved during the procedure, although it is not possible to determine if the amount of unraveled coilwire represented the entire coilwire length. There was no reason to suspect otherwise. The overall conclusion is that the failure was procedure/anatomy related, and not a product defect, therefore no corrective action is required.

Manufacturer narrative:
The complaint conclusion was updated with the film review report: during an angiogram of the tibial artery, the tip of an atw guidewire sheared off. The fractured piece was recovered with a snare and there was no further incident. There were no anomalies noted on the product prior to use. The product prepped without any difficulties. The lesion had 60-70% moderate diffused stenosis. The right tibial posterior tibial target lesion was accessed via the right femoral artery. After advancing a 0.035 quick cross catheter and 0.035 guidewire to the mid right posterior tibial artery, the 0.035 wire was exchanged for the 0.014 atw. After the 0.035 quick-cross catheter was then exchanged for a 0.014 quick-cross, attempts to remove the atw resulted in wire fracture due to bending and kinking in the tip of the wire. Therefore, a 0.035 quick-cross catheter was advanced into the right posterior tibial artery and a snare was then used to withdraw the separated atw wire tip through the 0.035 quick-cross. A new 0.014 atw and quick-cross were used followed by angioplasty of the right posterior tibial lesion. The procedure was successfully completed without any further complications. The product was not returned as per hospital policy to retain all failed devices, however, the product was analyzed in situ by cordis. The fractured atw guidewire was provided in a clear plastic bag. Both the proximal main section of the guidewire and the short distal tip section were in the bag, and the snare assumed used to retrieve the distal section was in a plastic bag. The product had not been decontaminated. No viewing magnification was available at the risk manager area, so a cordis microscope was used. There was no indication during the discussion that the hospital assumed that the guidewire was defective, but rather simply that it separated during use in a procedure, and a visual review was the only option for analysis. Since the product had not been decontaminated, the guidewire was viewed through the plastic wire, which was adequate. The fracture was in the flattened "ribbon" area of the corewire (the inner wire) of the guidewire, near the proximal end of the ribbon, approximately 1 to 2 cm from the distal end of the guidewire. Except for the fracture, the guidewire exhibited no remarkable appearance. There was no indication of rotation (twisting) of the guidewire. There was no indication of bending near the fracture site. It can be concluded that the tip became trapped in the vasculature and that the force required to remove the guidewire exceeded the tensile strength of the corewire. The ribbon section of the corewire is the smallest diameter of the atw corewire, and would be the expected failure point in tension. There was no indication of any defect in the corewire. The surrounding radiopaque coilwire, which is intended to surround the thin distal section of the corewire, was unraveled, and was also fractured. The coilwire tensile strength is less than the corewire tensile strength, and hence would be expected to fracture after elongation, if the tip were trapped in the vasculature. It appeared that all sections of the guidewire were retrieved during the procedure, although it is not possible to determine if the amount of unraveled coilwire represented the entire coilwire length. There was no reason to suspect otherwise. The overall conclusion is that the failure was procedure/anatomy related, and not a product defect, therefore no corrective action is required. A single cd-rom was received. An independent consultant review report indicated that the cd-rom contains several cine runs from a lower extremity angiogram. The vessels are diffusely calcified consistent with the clinical history of diabetes. Images of the posterior tibial artery show segmental high grade stenosis at the level of the mid calf. Unfortunately, no images are included which show the attempted recanalization/wire traversal, the fractured wire, or from the snare retrieval of the fragment. This case involves a patient undergoing endovascular treatment of a posterior tibial artery stenosis. During wire traversal of the target area the tip of an atw 014 wire fractured during attempted removal. There is not enough clinical information and images provided to derive a direct conclusion between the clinical event and product malfunction. The review report stated that "I suspect that the event is technically related and is most likely secondary to the difficulty in treating small, calcified, heavily stenotic vessels. The treating physician handled the complication correctly and the patient experienced no untoward effect from the event".

Event description:
During an angiogram of the tibial artery, the tip of an atw guidewire sheared off. The fractured piece was recovered with a snare and there was no further incident. There were no anomalies noted on the product prior to use. The product prepped without any difficulties. The lesion had 60-70% moderate diffused stenosis. The wire fractured due to the bending and kinking of the distal tip. The tip was snared and the wire was exchanged for another atw wire. The procedure was successfully completed without any further complications.